Event description:
It was reported that during the implantable cardiac monitor (icm) implant, the device was inadvertently positioned into the plural cavity resulting in back pain and a small pneumothorax. When the physician attempted to locate the device it had migrated to the midaxillary area on the patient's left side. The device was located, explanted, and repositioned. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.